Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusions. Customer experienced an elevated blood glucose (bg) level over 600 mg/dl and moderate levels of ketones. Correction boluses were delivered, supply changes were performed and manual injections were administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.